Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. Multiple requests for further information have been made. Allergan has received no response from the authors. The events of "ophthalmic artery occlusion", vision loss, and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
In the article "iatrogenic occlusion of the ophthalmic artery after cosmetic facial filler injections: a national survey by the korean retina society", jama ophthalmology (march 27, 2014). Electronic publication date: march 27, 2014. Jama facial plastic surgery 2013; vol. 15 9no. 3) the authors reviewed the results of "a national survey of the members of the korean retina society on their personal experience with iatrogenic artery occlusion caused by cosmetic facial filler injections". This record captures the 3 patients with ophthalmic artery occlusion oao) post injection of hyaluronic acid dermal filler. Ophthalmic artery occlusion is "the most severe occlusion form, with both retinal and choroidal insufficiency. This type is characterized by diffuse retinal whitening and severely compromised retinal and choroidal filling as viewed on fluorescein angiography". The best-corrected visual acuity (bcva) after a mean "(sd) follow-up period of 14.4 (15.4) months was nlp [no light perception] in all patients". Most oao cases "had high amounts of ocular pain (65% [11 of 17]) and ophthalmoplegia or strabismus (77% [13 of 17])". No additional adverse event information provided. Manufacturer of device was not identified; it is allergan's approach to compliance to resolve all doubt in favor of reporting.